Event description:
Event description cpi received information that during an elective replacement procedure of an implantable cardioverter defibrillator (ICD), two of the patient's myocardial sutureless leads (0030's) were capped, because of inappropriate shocks, and inconsistent pacing parameters. A new bipolar endocardial lead (0014) was implanted.